Event description:
It was reported that the patient seemed confused and not herself after her surgery on (B)(6) 2014. Patient had suffered from a seizure post-surgery. Patient was alive with no injury. Patient symptoms included altered mental status. It was noted that the patient had the generator and extensions implanted on (B)(6) 2014. Programming was to occur 3-4 weeks from the date of this report. Additional information received reported patient would not have initial programming for 3-4 weeks from the date of this report.

Event description:
Additional information received reported the patient¿s confusion had subsided and they were doing better at the time of report. It was unknown if the patient had their initial programming performed yet.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0dywx, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37601, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).